Event description:
The service report shows that while performing a preventative maintenance service, the customer support engineer (cse) noted that the audible alarm was intermittent. The cse replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.